Event description:
The sales rep reported that the user facility used the catheter out of the icp kit and was experiencing erronous readings. The user facility had to go by the transducer readings to monitor the pt's icp reading. No return is expected. No pt injury was reported.